Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager¿s refrigerator latch failed continuously. A field service engineer tested the remote manager and found everything worked correctly with no issues and the door hasp was also properly opening and closing. The system functioned as intended after the field service engineer troubleshot the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, smart remote manager¿s refrigerator latch was failing continuously. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.